Event description:
It was reported that the patient received inappropriate therapy due to a damaged lead. The device did not deliver any further therapy due to malfunction of output circuitry. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.